Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the system was explanted. It was noted there was an ¿unknown issue¿ with the pump, as well as the catheter. There was no additional information known, other than the pump was used to deliver baclofen.